Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asfwf089 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "air bubble in plastic tubing." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred.

Event description:
It was reported "air bubble in plastic tubing." No other information was provided. Add info rcvd: when the bard power lot safty needle was open. The line of the needle has what appears to be an air bubble in the plastic tubing. Add info rcvd: the air bubble was noticed, when power loc safety set was open. This item was never used.